Manufacturer narrative:
(B)(4). Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Additional information: updated event description with new information.

Event description:
A user facility biomed technician reported a fresenius 2008t machine that experienced a blank display upon power up and smoke coming from the ui/mic's board. Upon follow up with the biomedical technician, it was learned that a burning smell was noted when the ui/mics board started smoking. The biomed confirmed the problem occurred during use, but could not confirm if a patient was connected at the time the issue occurred. It was confirmed the damaged part was discarded and was not available for return. It was confirmed the ui/mics board was replaced to resolve the issue and return the machine to service.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported a fresenius 2008t machine that experienced a blank display upon power up and smoke coming from the ui/mic's board. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Due diligence attempts were exhausted, but additional information was not provided.